Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
It was reported via phone call that customer experienced high blood glucose. Customer¿s blood glucose reading at the time of the incident was 400 mg/dl. Blood glucose level at the time of call was 114 mg/dl. No further patient complications were reported. The device will not be returned for analysis.

Event description:
The device was returned for analysis.

Manufacturer narrative:
Pump passed displacement test, displacement accuracy test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current test, and active current test. However, the pump failed the self test due to pump error 63. Pump successfully downloaded to thus. Pump error 63 variable 3 was noted in the history download on 28-nov-2022 at 17:33:28.000 due to broken trace u1 pin6 on keypad assembly. Test p-cap locked into the reservoir tube successfully. The electronic assemblies were inspected, and moisture damage was found on the motor, force sensor, and keypad connector cable. The following were noted during visual inspection: cracked keypad overlay, stained keypad overlay, pillowing keypad overlay, and scratched case. In summary, pump error 63 was confirmed in the history files and through visual inspection loose solder joint was found on the u1 pin 6 keypad assembly. Pump exposed to moisture confirmed. Unable to confirm high bg. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Information has been corrected which was not correct in the initial report. The information has been provided in section b5 with this report.